Event description:
Patient in surgery for breast augmentation. Had blanket on lower extremities during surgery. Post op the patient developed blisters; characterized as probable 3rd degree burns. Burns required silvadene treatment.patient was discharged.